Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2013, the patient presented with substernal chest pain associated with shortness of breath, diaphoresis and was diagnosed with extensive st-segment elevation myocardial infarction. Coronary angiography revealed total occlusion extending from mid rca to distal rca. It was treated with pre-dilation and placement of a 3.50 x 28 mm promus element stent overlapped distally by a 3.50 x 16 mm promus element stent, with 9% residual stenosis. The event was considered resolved without residual effects. Two days after, the patient was discharged. Per adjudication result: stent thrombosis was confirmed, related to target vessel revascularization.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post stenting procedure, the patient experienced sub sternal chest pain associated with shortness of breath. On (B)(6) 2010, the patient presented with pleuritic left sided chest pain associated with shortness of breath, diaphoresis and nausea. The patient was diagnosed with unstable angina and underwent cardiac catheterization. The 75% stenosed target lesion was located in the mid right coronary artery (rca) and was 30 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 x 32 mm taxus liberte stent with 9% residual stenosis. The patient was discharge the following day on aspirin and prasugrel. On (B)(6) 2013, the patient presented with sub sternal chest pain associated with shortness of breath and was diagnosed with st elevation myocardial infarction. Coronary angiography revealed revascularization of lesion extending from mid rca to distal rca. It was treated with pre-dilatation and placement of a 3.5 x 28 mm promus stent overlapped distally by a 3.5 x 16 mm promus stent, with less than 10% residual stenosis. The event was considered resolved without residual effects. Two days after, the patient was discharged.